Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent surgery for a trochanteric fracture with the products in question. The patient had dementia, so the date of injury and the starting point of injury are unknown. The tibia was fractured and immobilized in a cast. In the opinion of the surgeon, cast immobilization from the tibia to the distal femur resulted in a stress concentration between the tibia and the nail, resulting in a fracture distal to the nail. The patient's heart was too weak to be operated on, and it was decided not to perform the surgery again. The patient was reported as stable. No further information is available. This report involves one 5.0mm ti locking screw w/t25 stardrive 32mm f/im nail-ster. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Event date: only the event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part # 04.005.522s lot # 6l90822 manufacturing site: werk selzach release to warehouse date: 24.apr.2020 expiration date: 01.apr.2030 supplier: (B)(4). A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Product code: 04.005.522 lot number: 48p7685 manufacturing site: mezzovico release to warehouse date: 04 apr 2020. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.